Manufacturer narrative:
A visual inspection, functional testing and detailed analysis were performed on the returned device. The reported driveshaft fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported, material separation appears to be related to circumstances of the procedure. Detailed analysis of the driveshaft fracture shows evidence indicating that the fracture occurred while spinning in an elevated stress environment; however, the exact cause of the fracture remains unknown. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: d9, h3, h6 (code 114 no longer applies).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a heavily calcified mid right coronary artery (rca). The oad was advanced on glideassist proximal to the lesion, and low speed treatments were performed. Five low speed treatments were performed to cross the lesion. While performing a retrograde treatment, the oad crown detached. The oad was retracted on glideasisst mode with the fractured component remaining in-vivo. A parallel wire was unable to be used as the oad crown had the lumen blocked. A non-abbott balloon was used to prepare the lesion. Once adequate lesion preparation was complete, the viperwire, along with the oad crown, was able to be retrieved. A stent was placed to complete the procedure. There were no patient complications as a result of the event and treatment was considered a success.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation - crown and unexpected medical intervention appear to be related to operational context. In this case, it is possible that the material separation - crown and unexpected medical intervention are due to device placement or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: d4, d9, g3, g6, h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a heavily calcified mid right coronary artery (rca). The oad was advanced on glideassist proximal to the lesion, and low speed treatments were performed. Five low speed treatments were performed to cross the lesion. While performing a retrograde treatment, the oad crown detached. The oad was retracted on glideasisst mode with the fractured component remaining in-vivo. A parallel wire was unable to be used as the oad crown had the lumen blocked. A non-abbott balloon was used to prepare the lesion. Once adequate lesion preparation was complete, the viperwire, along with the oad crown, was able to be retrieved. A stent was placed to complete the procedure. There were no patient complications as a result of the event and treatment was considered a success.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a heavily calcified mid right coronary artery (rca). The oad was advanced on glideassist proximal to the lesion, and low speed treatments were performed. Five low speed treatments were performed to cross the lesion. While performing a retrograde treatment, the oad crown detached. The oad was retracted on glideasisst mode with the fractured component remaining in-vivo. A parallel wire was unable to be used as the oad crown had the lumen blocked. A non-abbott balloon was used to prepare the lesion. Once adequate lesion preparation was complete, the viperwire, along with the oad crown, was able to be retrieved. A stent was placed to complete the procedure. There were no patient complications as a result of the event and treatment was considered a success.